Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that there was damage to the insulin pump. The parent stated the screen was cracked on the insulin pump. The customer was unable to read the insulin pump's screen as a result of the crack. The parent also reported a hole in the screen. Customer may have fallen on the insulin pump, causing the damage. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's parent agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on the lcd glass and cracked lcd window.